Event description:
I have worn contact successfully for over 20 yrs without problems. The last several yrs, I wore contacts mfg by ciba. The brand was called focus night & day. Recently, these contacts were changed to air optix night & day. Since wearing this new formulation of lens, my eyes became red, swollen, dry, and very irritated. After ruling out other external factors, it was determined that the lenses themselves were causing the irritation. Since then, my vision has become blurry and I have been diagnosed with thygesson's disease and I cannot see clearly due to these corneal lesions. Dates of use: (B) (6) 2009 -- (B) (6) 2009. Diagnosis or reason for use: myopia. Event abated after use: yes.